Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 280-300mg/dl not fasting. Verified the strips expire 02/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 280-300mg/dl not fasting. Verified the strips expire 02/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.